Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the balloon was disengaged from the cannula. The protective sheath for the balloon was disengaged. The obturator was not received. The insufflation bulb was received. It was reported that the balloon and the sheath detached from the trocar and fell inside the patient. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during laparoscopic totally extraperitoneal (tep) inguinal hernia repair, after inflating the balloon and dissecting the space, the surgeon desufflated the balloon and went to remove it from the space. The user pulled the trocar out, however the balloon and the sheath detached from the trocar and remained inside the patient. The surgeon had to do a foreign body retrieval and used forceps the get the balloon out. The surgeon converted to a transabdominal preperitoneal (tapp) procedure.